Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 3000ml eva bag had a leak from the ¿side of the bag.¿ the compounding process had just begun when the issue was noticed. The device was being filled with an i.v. Fat emulsion. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A device history review revealed no issues that could have caused or contributed to the reported issue. Visual inspection was performed with naked eye revealed the fill port tube bag was cut. Microscopic evaluation revealed a tear along the upper edge of the bag. Functional leak testing was performed and revealed a slow dripping leak from the torn area of the bag. The reported condition was verified. The cause of the tear could not be determined. Should additional relevant information become available, a supplemental report will be submitted.